Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems and high capture thresholds were not confirmed based normal lead resistance measurements and passing inner insulation integrity. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The known inherent risk conclusion code was selected based on the report of helix difficulty. It was noted that dried blood in the helix mechanism prevented direct test of the helix mechanism on the returned product.

Event description:
It was reported that after placing the right ventricular (rv) lead into the heart the helix was extended, but later the parameters were not ideal and an increase in pacing thresholds was noted. After changing the lead position and rotating the helix thirty turns it was not possible to extend. When the physician took the lead out of the body the helix could extend. Later the helix was attempted to be extended but it was not possible. The lead was thus not used. Should the lead be returned analysis will be performed. No adverse patient effects were reported.

Event description:
It was reported that after placing the right ventricular (rv) lead into the heart the helix was extended, but later the parameters were not ideal and an increase in pacing thresholds was noted. After changing the lead position and rotating the helix thirty turns it was not possible to extend. When the physician took the lead out of the body the helix could extend. Later the helix was attempted to be extended but it was not possible. The lead was thus not used. Should the lead be returned analysis will be performed. No adverse patient effects were reported.

Event description:
It was reported that after placing the right ventricular (rv) lead into the heart the helix was extended, but later the parameters were not ideal and an increase in pacing thresholds was noted. After changing the lead position and rotating the helix thirty turns it was not possible to extend. When the physician took the lead out of the body the helix could extend. Later the helix was attempted to be extended but it was not possible. The lead was thus not used. Should the lead be returned analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that after placing the right ventricular (rv) lead into the heart the helix was extended, but later the parameters were not ideal and an increase in pacing thresholds was noted. After changing the lead position and rotating the helix thirty turns it was not possible to extend. When the physician took the lead out of the body the helix could extend. Later the helix was attempted to be extended but it was not possible. The lead was thus not used. Should the lead be returned analysis will be performed. No adverse patient effects were reported.